Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump error had power error detected alarm. The customer¿s blood glucose was 198 mg/dl. The customer reported that the notification light stopped flashing immediately after battery change. The insulin pump will be returned for analysis.